Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Date of event, therapy dates: estimated date.

Event description:
This is filed to report the clip detached from one leaflet and remained attached to the other leaflet. It was reported that the initial mitraclip procedure was performed on (B)(6) 2018, to treat mitral regurgitation (mr) with a grade of 2-3. Three clips (cds0502/ 80508u142, cds0602-ntr/80809u282, cds0602-xtr/80816u188l) were implanted, reducing the mr to 1-2. At an unknown date, the patient presented with reoccurring dyspnea. An echocardiogram was performed and it was observed that the most lateral clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment-slda) and the mr increased to 3-4. The part/lot number of the slda clip could not be determined. A second procedure was performed on (B)(6) 2019 where one clip was implanted, reducing the mr to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The unique device identifier (UDI) number is reported as unknown because it could not be confirmed which of the three clips experienced the single leaflet device attachment; therefore, the UDI and lot history record review are provided for all three clips. The results are as follows: cds0502 / 80508u1 / 42, manufacturing date: 08-may-2018, expiration date: 08-may-2019 , unique device identifier (UDI) number: (B)(4). Cds0602-ntr / 80809u2 / 82, manufacturing date: 09-august-2018, expiration date: 09-august-2019 , unique device identifier (UDI) number: (B)(4). Cds0602-xtr / 80816u18 / 81, manufacturing date: 17-august-2018, expiration date: 17-august-2019 , unique device identifier (UDI) number: (B)(4). The device was not returned for analysis. A review of the lot history records identified no manufacturing nonconformities issued to the reported lots that would have contributed to the reported event. Additionally, a review of the complaint history revealed no indication of a lot specific product issue. All available information was investigated and a definitive cause for the single leaflet device (slda) attachment in this incident could not be determined. The reported dyspnea and recurrent mitral regurgitation appear to be cascading effects of the sdla there is no indication of a product quality issue with respect to manufacture, design or labeling.